Event description:
It was reported that 7 bd luer-lok¿ tip syringes had scale marking issues. The following information was provided by the initial reporter, translated from japanese: "the customer reported multiple defects, including... Printing issues"

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: it was reported there were multiple defects with units received. To aid in the investigation, forty-four samples and six photos were provided for evaluation by our quality team. One sample came in a sealed packaging blister and the other forty-three samples came with no packaging blisters. A visual inspection was performed. Thirty-five samples have embedded degraded resin, four samples have a scale marking issue, one sample has a scratch at the bottom of the syringe barrel, and four samples were found with no defects or imperfections. The six photos provided show the samples received. For the embedded degraded resin defect, the embedded degraded resin in the component typically occurs at the startup or intermittently during the injection molding process. The degraded resin can break loose and be molded into components. For the scale marking issue, a jam could have occurred during the syringe barrel printing process. For the barrel scratch, a jam could have occurred during the assembly line. A device history record review was completed for provided material number 302830, lot 1363381. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. The samples will be shown to associates for awareness. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.